Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31647864l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an idiopathic ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced low blood pressure dropped, CPR, and cardioversion treated with angioplasty for lca (left coronary artery) arterial spasm. It was reported that during the 4th or 5th ablation lesion with the stsf catheter, while ablating near the left coronary cusp, the patient's blood pressure dropped, and a code was called. There was no sign of effusion via ice (intracardiac echocardiography) imaging. Medications (epinephrine, levophed, and norepinephrine), CPR, cardioversion, and angiogram/angioplasty of the lca were administered. The type of injury was arterial spasm. The j&j ep (electrophysiology) products used were stsf catheter (discarded), decanav catheter, carto 3 system, ngen generator, and soundstar (sterilmed). The physician¿s opinion on the cause of the issue was coronary artery spasm. The pump used was ngen generator.